Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad, contamination under all keypad contacts, and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad cover has torn at the bottom of 'ok' button. Testing confirmed all keypad buttons are responsive as normal. Removed keypad cover to check the condition and contamination is visible under all key contacts. Unrelated to the complaint, battery compartment has cracked near the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.